Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, the clinic noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da alert. The field representative was called to the clinic to help with troubleshooting. Boston scientific technical services (ts) was contacted and a ts consultant informed the field representative that it is a memory inconsistency that is self corrected by the s-ICD. The device would still continue to function normally. The field representative was not able to obtain the model and serial number for the s-ICD or the patient's name. No adverse patient effects were reported.